Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 patient programmer (ptm) (serial number (B)(6)) revealed broken battery contacts. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an external device. It was reported that  the controller plugged in today and the pt said nothing would come up on the controller (green light was on controller screen). Mdt rep. Had the pt plug the controller into ac power supply and pt got "connect the recharger." Pt plugged the controller into recharger and got into passive recharge mode. Pt advanced beyond passive recharge mode and saw the ins was charged at 50%. Then, the controller went back into passive recharge mode and went back and forth between the batteries screen and passive recharge mode. Mdt rep. Reset controller with pt and had pt install aa batteries. Pt at first saw the ins was low, but then after reset of controller saw the ins was charged at 70%. Rep. Mentioned the controller was at 70% when the li battery pack was installed. Technical services (tss) explained some information about passive recharge mode and suggested the pt meet in person with rep to troubleshoot or call patient services (pss) themselves. Rep insisted upon the controller being replaced. Troubleshooting was not required. The issue was not resolved through troubleshooting. No symptoms were reported.